Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the distal right coronary artery (rca). An unspecified guide wire crossed the lesion. The mini trek 1.2 x 6 mm balloon crossed to the lesion successfully. However, the balloon ruptured during the first inflation at 8 atmospheres (atm) for 10 seconds. A non-abbott 1.25 x 10 mm balloon was used and an unspecified stent was implanted to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.